Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
The patient developed instability after her greater tuberosity had an evulsion fracture.

Manufacturer narrative:
See h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-00706; 509-02-036, s814 - stability, poor joint, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.